Event description:
The customer reported that the monitor was not working. The alternating current (ac) power indication was not working, and no image was displayed on the screen of the olympus monitor. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.